Event description:
The advocate stated her son received a blood glucose reading of approximately 150mg/dl on the contour meter and the doctor's meter read approximately 309mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.